Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate remained static at 100 units while the pump was being used for basal and bolus therapy. Reportedly, the cartridge was filled with cold insulin. Blood glucose level was 67 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.